Manufacturer narrative:
The sodium electrode lot number was fer03. The chloride electrode lot number was fjk26. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 155 mmol/l, and the repeat result was 140 mmol/l. The initial chloride result was 116 mmol/l, and the repeat result was 104 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer checked the analyzer and did not find any issues with the ise. He ran precision testing on the ise and verified that the system was operational. The analyzer alarm trace contained multiple abnormal aspiration alarms on the date of the event, near the time the sample was processed. Calibration and qc recovery were acceptable. Therefore, there was no indication of a performance issue with the reagent. The investment did not determine a specific root cause. No product problem was found, and the issue was resolved.